Event description:
A report was received that alleges that the endotracheal tube was deflating at the cuff after an unk amount of time in situ. Add'l air was infused into the cuff to maintain pressure. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed. A sample device was returned and is currently in transit to the investigation site.